Manufacturer narrative:
Evaluation summary: preliminary analysis confirmed the long charge time and the low battery voltage. Further analysis found the device to have nominal charge times and voltages when powered with an external power supply. These results were consistent with the reported long charge times being attributed to the device battery. Further analysis of the battery cell found no internal short in the battery. However, the condition of the anode suggests the battery saw a higher current drain rate, which would increase the discharge of the lithium along the edges and in the turns, as seen in the battery.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, lead, implanted: (B)(6) 2005; 5076-52, lead, implanted: (B)(6) 2005; 5076-52, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached eos (end of service) suddenly without triggering rrt (recommend replacement time). Eos was due to long charge time. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.